Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator (epg) was returned to the manufacturer, analyzed and tested out of specification. The battery drawer was broken. The lower case was broken and the ring was bent.

Event description:
The external pulse generator (epg) was returned to the manufacturer, analyzed and tested out of specification.